Event description:
It was reported the patient will underwent a removal procedure on an unknown date due to granulization and potential infection. The patient originally implanted with trumatch orthognathic full bimaxillary on (B)(6) 2018. It is unknown if the patient had debridement or mal-union. Patient status is unknown. This complaint involves one (1) unk - screws: matrixmidface. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown - screws: matrixmidface/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, patient will undergo a removal procedure due to granulation and potential infection. The patient was originally implanted with trumatch orthognathic full bimaxillary on (B)(6) 2018. It is unknown if the patient had debridement or malunion. Patient status is unknown. This complaint involves one (1) unk - screws: matrixmidface. This report is 1 of 1 for (B)(4).